Event description:
Two 3rd degree and one 2nd degree burns on her back [burns third degree] two 3rd degree and one 2nd degree burns on her back [burns second degree] slept with heatwrap on [device misuse] blood in her hand and on her pajamas [haemorrhage] skin was taken out [skin exfoliation] case description: this is a spontaneous report from a non-contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported using the heatwraps awoke to the worst pain. She stated she used the heatwrap for approximately 4 hours and experienced two 3rd degree burns and one 2nd degree burn on her back. When she went to the bathroom, she noted swelling, blood in her hand and on her pajamas. She could see the burns in a mirror but was unable to turn to see around to treat the areas. The next day, the patient's neighbor took a picture of it with her cell phone and mentioned the skin was taken out completely because it was bleeding. Action taken with suspect product was unknown. Therapeutic measures taken included "washed with ice packs and some ice cubes". Clinical outcome of the events was unknown. No follow up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the reported events burns third degree, burns second degree, hemorrhage, skin was taken, and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial and final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the reported events burns third degree, burns second degree, hemorrhage, skin was taken, and device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial and final 10-day EU and 30-day FDA reportability.